Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Concomitant medical products: 419488 lead, implanted: (B)(6) 2005; 5554-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular coil for increased spikes in impedance above the set threshold. The lead will be monitored as the spikes coincided with patient's low fluid. It was also reported that high superior vena cava (svc) coil impedance was noted; however, the implanted lead does not have an svc coil. The right ventricular lead and device remain in use. No patient complications have been reported as a result of this event.